Event description:
It was reported by the rep that the hospital received a note stating the device "does not work". All related info is unknown, including the type of harmonic scalpel handpiece used. It is presumed that there was no consequence to the pt since this would have been well recorded with the hospital's system.